Event description:
Literature case. "Predictors of extended length of stay after unicompartmental knee arthroplasty". Author: b.m. Sephton et al., 2019. The purpose of the study was to identify factors that independently predict extended length of stay after unicompartmental knee arthroplasty (uka) surgery (defined as length of stay longer than 3 days), and to identify factors predicting early post-operative complications. One of the patients that was operated with robotic (navio) technique had a superficial wound infection that was settled with 5 days of antibiotics. The patients have accuris implants and they are still implanted.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per the article from 2019, one of the patients which underwent a uka per navio technique had a superficial wound infection that was settled with 5 days of p.o. Antibiotics. Patient specific clinically relevant documentation was not provided, although the senior author responded that ¿none of the complications were implant related¿ and were as the article implied, procedure related. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.